Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast tenderness, emesis, appetite lost, fatigue, lightheadedness, headache, vomiting and knee pain. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2014, naproxen since 2018 and ondansetron (zofran) since 2012. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nausea ("nausea") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain"), pain in extremity ("leg pain"), hypersensitivity ("allergic or hypersensitivity reaction") and medical device discomfort ("I can feel my device shifting") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, nausea, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, dizziness, back pain, pain in extremity, hypersensitivity and medical device discomfort outcome was unknown. The reporter considered back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, medical device discomfort, menorrhagia, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). It was reported that the number of expanded coils that appeared trailing into the uterine cavity was 12. The number of expanded coils that appeared trailing into the uterine cavity was 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram on (B)(6) 2015: there was total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new event - migration added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ displaced bilateral essure devices embedded within uterine myometrial walls') in a 28-year-old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast tenderness, emesis, appetite lost, fatigue, lightheadedness, headache, vomiting and knee pain. Concurrent conditions included umbilical hernia and ovarian cyst. Concomitant products included ibuprofen from (B)(6) 2014, naproxen since 2018 and ondansetron (zofran) since 2012. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("pain") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("displaced bilateral essure devices embedded within uterine myometrial walls"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), pain in extremity ("leg pain"), hypersensitivity ("allergic or hypersensitivity reaction") and medical device discomfort ("I can feel my device shifting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (3d lsh, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, device expulsion, pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, urticaria, nausea, weight increased, dizziness, pain in extremity, hypersensitivity and medical device discomfort outcome was unknown. The reporter considered back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, medical device discomfort, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. It was reported that the number of expanded coils that appeared trailing into the uterine cavity was 12. The number of expanded coils that appeared trailing into the uterine cavity was 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: there was total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Event device dislocation was updated to embedded device. Event added: displaced bilateral essure devices embedded within uterine myometrial walls. Essure removal details, reporter and medical history were added. Seriousness criteria removed for event genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ displaced bilateral essure devices embedded within uterine myometrial walls') in a 28-year-old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, breast tenderness, emesis, appetite lost, fatigue, lightheadedness, headache, vomiting and knee pain. Concurrent conditions included umbilical hernia and ovarian cyst. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2014, naproxen since 2018 and ondansetron (zofran) since 2012. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("pain") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("displaced bilateral essure devices embedded within uterine myometrial walls"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), pain in extremity ("leg pain"), hypersensitivity ("allergic or hypersensitivity reaction") and medical device discomfort ("I can feel my device shifting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (3d lsh, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, device expulsion, pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, urticaria, nausea, weight increased, dizziness, pain in extremity, hypersensitivity and medical device discomfort outcome was unknown. The reporter considered back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, medical device discomfort, nausea, pain in extremity, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. It was reported that the number of expanded coils that appeared trailing into the uterine cavity was 12. The number of expanded coils that appeared trailing into the uterine cavity was 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: there was total bilateral occlusion. Lot number: b97489, manufacturing date: 2013-11, and expiration date: 2016-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.